Manufacturer narrative:
The unit had an intermittent button response due to a corroded keypad. There was no button error alarm during testing. The unit had a cracked reservoir tube lip, a minor scratched display window, cracked battery tube threads, and a shifted end cap sticker. (B)(4)

Event description:
The customer called in to report a button error alarm. The customer did not recall any significant events leading to the issue. The customer's blood glucose level was 99 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.